Event description:
It was reported that the asymptomatic patient presented in the clinic. The implantable cardioverter defibrillator exhibited backup vvi operation after several unsuccessful attempts for the firmware upgrade, and the backup vvi operation could not be restored. On (B)(6) 2018, the device was explanted and replaced successfully. The patient was stable throughout the whole procedure.

Manufacturer narrative:
The reported field event of backup vvi (bvvi) was confirmed in the laboratory and was due to data corruption in the device image. The device was tested on the bench and electrical testing revealed an anomalous voltage signal that was found to be oscillating which caused the data corruption. The oscillation was caused by an anomalous connection of the voltage signal¿s capacitor to the hybrid.

Manufacturer narrative:
Additional information: associated to z-2320-2018.